Event description:
On (B)(6) 2018, a 16mm amplatzer septal occluder (aso) and 7f amplatzer torqvue 45 delivery system (dtv45) were selected. During deployment, the device formed into a cobra shape and was difficult to resheath. A 9f amplatzer torqvue exchange system (etv) was used to remove the 16mm aso. A second 16mm aso was deployed using the original dtv45 delivery cable through the 9f etv to successfully complete the procedure. Per report the procedure was extended by 36 minutes. The patient did not have any adverse consequences and was discharged the next day.

Manufacturer narrative:
The reported event of difficulty re-sheathing the occluder could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.